Event description:
Boston scientific received information a latitude red alert was received from this system detecting a low shock impedance measurement.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations and recommended the patient be brought in for device interrogation to ensure therapy can be delivered. Testing was performed and normal device function was confirmed. The patient will continue to be monitored. This product issue will be updated if additional information is received.

Manufacturer narrative:
--